Event description:
It was reported the insulin pump was hissing and the display went blank. Customer replaced the battery and it went blank. Customer was previously in the shower. Customer's blood glucose was 7mmol/l. The device did not have signs of damage. The device was not dropped, bumped, nor exposed to moisture. Battery used was (B)(6) lithium. The battery compartment, battery cap, or springs were not damaged, missing, nor corroded. Customer was advised to insert a new battery as soon as possible and if display did not return, to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.